Event description:
It was reported that the patient stopped being able to hear with the device around two weeks ago. He thought at first that there was a problem with his audio processor. This was checked and found to be functioning correctly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.